Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the temporary malfunction of the subject device and/or something other than the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified procedure using the subject device, the power of the subject device went down after occurring abnormal noise. Then, when the facility cycled the power of the subject device, the subject device restarted, so the procedure was continued and completed with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.